Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited loss of capture with asystole observed for greater than two seconds. An invasive procedure was performed. This lead was successfully repositioned with good pacing thresholds obtained. No additional adverse patient effects were reported.